Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Perforation is a known adverse patient event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an interventional procedure of the left anterior descending artery, the 3.5 x 28 mm rx xience v was deployed; however, a perforation was noted post stent implant. A 3.25 non-abbott balloon was used to seal the perforation. There was no reported patient sequela. There was no additional information provided.